Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes . D9: returned to manufacturer on: 06-oct-2025. Investigation summary: bd received 24 samples and 2 photos for investigation. 20 samples underwent functional tests resulting in 13 failures. The customer photos showed multiple tubes with very little blood. Additionally, 20 retained samples were tested under similar conditions, and all tubes were found to be within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: underfill. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes there was low sample volume collected on 6 devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes there was low sample volume collected on 6 devices. No adverse impact was reported regarding the patient or user.